Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a rupture is confirmed and was determined to be use related. One 5 fr triple lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue throughout the sample. A large longitudinal split was observed in the catheter between the 4 cm and 5 cm depth markers. All three lumens of the sample were flushed with a 12 ml syringe of water. The red and grey lumens were found to be patent to infusion and aspiration; however a spraying leak was observed emanating from the longitudinal split when the white lumen was flushed and the rest of the white lumen did not appear to be patent to infusion. A microscopic observation revealed the edges of the split in the white lumen were wavy and well-defined, and the fracture surface was observed to be granular in texture, which is typical of tearing failure modes. The shape, texture, and orientation of the split indicate a burst failure caused by over-pressurization during infusion. A lot history review (lhr) of rebp1010 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the PICC line perforated with the injection of medication. The PICC was removed and a 18 gage insyte was placed. No injury to the patient reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebp1010 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the PICC line perforated with the injection of medication. The PICC was removed and a 18 gage insyte was placed. No injury to the patient reported.